Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, an increase in the pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to a new configuration to resolve the event. The patient was stable and will continue to be monitored.